Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that calibrations are not recording on the insulin pump. Last inputted calibration was (B)(6) 2014. Advised there has to be communication and they must be on the home screen. Customer also reported the sensor ended one day earlier. Determined customer reconnected old sensor and didn't do the process for a new sensor so timing was off. No further information reported.